Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm over 4 years ago as part of a clinical trial. The stent grafts were successfully implanted and the patient was transferred to the recovery room in stable condition. Aneurysm and vessel morphology at time of implant were not reported. It was reported that there was a type 1 endoleak noted 3 years post implant but refused treatment. Approximately one month ago, the patient presented with a large type 1 endoleak filling an aneurysm/pseudoaneurysm which was most likely communicating with a contained rupture of the aortic arch (descending aorta). The patient was surgically treated with total aortic arch reconstruction and dacron grafts. Four talent thoracic stent grafts were also used to repair the type 1 endoleak as well as a type 3 endoleak coming from separation between component 1 and 2. A reliant balloon was used to mold the stent grafts. A completion thoracic angiogram suggested that there was no endoleak and excellent flow through all the graft components. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak, ruptured aneurysm. Conclusion: development of a pseudoaneurysm.